Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure a stent was unable to cross the lesion. Vascular access was obtained via the femoral artery. The concentric unbent target lesion was located in the non calcified and severely tortuous left circumflex artery. The lesion was predilated with an unspecified balloon. The 3.5 x 38mm promus element mr stent delvery system was advanced, but was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent movement and damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: initial visual examination of the device found that the stent was severely damaged, it was both stretched and kinked. The stent was also moving freely on the balloon due to the severity of the damage present. Further review found the shaft was kinked at various intervals along its entire length. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).